Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Based on an assembly batch record review, it was revealed that all relevant tests were performed during the manufacturing process and the final product release inspection performed had met requirement. No nonconformity of this nature has been registered during the production of this lot. No other conclusion could be drawn without performing the testing on the product. Should the sample with regards to the complaint be available at the later stage, we will re-open the files for investigation; no further actions are required, this complaint will be closed. Should additional information become available, a follow-up report will be submitted. Note: there are two cases associated with this complaint. A separate FDA form 3500a has been completed for the known device associated with this complaint. (B)(4).

Event description:
It was reported the endotracheal tube was shorter by 0.4cm-0.5cm and that every 1cm graduation was actually less than 1cm. This occurred with an unknown number of devices. There were no reports of adverse impacts to the patients. No additional information was provided.